Event description:
Customer complaint - limited data available I would like a replacement or a refund. The product says my fathers sugar is 500 more points than it actually is. We tested it against 2 of his primary doctors machines. We know the product doesn't work.

Event description:
Customer complaint - limited data available . The customer stated that their parent attempted to use the device but there were multiple instances of inaccurate readings.